Event description:
It was reported that after a percutaneous transluminal coronary angioplasty with stent implantation through a 6f sized sheath, arteriotomy closure was attempted of the common femoral artery with a perclose proglide device. Reportedly, after advancing the knot pusher down to the knot, the two suture ends (rail and non-rail) were put together, and the knot was pushed down the tissue tract until it was against the superior arterial wall. During removal of the knot pusher, resistance was felt. The knot pusher was pushed and pulled several times for removal. However, during the removal of the knot pusher, the suture broke and the knot was closed on the knot pusher. The suture was removed and manual arterial compression was applied to achieve hemostasis, which caused a clinically significant delay in the procedure. There was no reported adverse patient sequelae. The physician was reportedly trained for a long time in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The perclose snared knot pusher, is being filed under a separate manufacturer report number.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A conclusive cause for the reported suture break could not be determined. A suture break can occur due to a number of factors including, but not limited to manufacturing, user technique, and patient anatomical conditions. Anatomical conditions of the patient may have been a contributing factor, but none were reported. The suture may break if the user applies too much tension while pulling on the limb suture. It was reported that while removing the knot pusher, resistance was felt. The knot pusher was pushed and pulled several times. This may have contributed to the suture break. A review of the lot history record revealed no nonconforming material record associated with this lot that was related to this incident. A query of the complaint handling database for the reported lot revealed no other incidents reported for a suture break. In addition, sampling of finished devices is destructively tested. There is no indication of a lot specific product quality deficiency.